Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported hospitalization due to pinched nerve on his feet. The customer was back on the insulin pump and his blood glucose was 321 mg/dl at the time of call. Customer stated the medication in the hospital could have elevated the blood glucose. No further information reported.